Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The ps3 power supply was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 8800 system positioning buttons were not functioning properly. No pt injury was reported.